Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports issue regarding a broken hub: there is a leak of product between the syringe and the needle during de-aeration.